Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Return analysis does not indicate a product quality deficiency. Based on the information reviewed and the return analysis, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. During the procedure, the shaft of a 3.5 x 15 mm vision separated. The device was removed from the anatomy without issue. Another 3.5 x 15 mm vision could not advance over the guide wire. It was removed and a non-abbott stent was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.